Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.

Event description:
As reported via legal documentation, this patient had left knee replacement on (B)(6)2018. They underwent left knee revision on (B)(6)2023, approximately 4 years 2 months after their initial implantation. Postoperative diagnosis: failed left total knee polyethylene due to premature wear and poly recall, as well as osteolysis of the left femoral component. There were well-fixed tibial and patellar components. There was a loose femoral component that was loose from the cement mantle. There was moderate polyethylene wear visible and palpable within the tibial polyethylene. There was also found to be polyethylene debris encapsulated within the synovium. The cement mantle was found to remain on the femur and there was no cement adherent to the back side of the femoral component. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 5506478 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t. 5577325 204-70-00 - tibial stem ext. Screw. 5584693 02-012-60-1425 - tru stem ext 14mm x 25mm. 5623365 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5. 5675611 200-02-35 - three peg patella 35mm.